Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had to recharge the ipg frequently and had not used the stimulation in approximately 6 months. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Event description:
Follow-up information revealed the patient reportedly has effective therapy following the procedure.